Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath, exhibited broken ceramic tip that was chipped with sharp edges. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.